Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rect2383 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was resistance advancing catheter (none with wire), attempted to retract, catheter believed to have sheered, had to be retrieved.